Event description:
It was reported to philips that the device's machine is not switching on. There was no reported patient involvement. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model# 861290.